Manufacturer narrative:
(B)(4). The device was evaluated and the high drain alarm was confirmed through the review of the event history logs. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
A high drain error 104 alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred on (B)(6) 2013 at 09:40:36 during night drain cycle four. No additional information is available.